Event description:
Ampulla cannulated and dye injected into cbd. Large stone visualized on fluoroscope. Papillotine used to enlarge the opening of the duct. Lithotripter passed into cbd and the stone was basketed. Lithotripter closed as musch as possible but stone was not crushed. Unabe to remove stone from basket; release mechanism on the lithotripter failed. Wire with the basket attached had to be cut (stone still in the basket). Patient to surgery that evening for open cholecystectomyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.